Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported adverse event and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was treated by paramedics due to hypoglycemia. The patient's blood glucose level dropped to 31 mg/dl while wearing the pod between 4 and 24 hours. The patient's dexcom read at 70 mg/dl at the time of the reported event, but the glucometer read 31 mg/dl. The patient's sister called paramedics and the patient was treated with intravenous (IV) fluids (d30) and the paramedics left 10 minutes after administering the IV.